Event description:
Primary stability achieved, no osseointegration, swelling, inflammation, mobility. Surgeon suspects bone resorption, infection and autoimmunity reaction, diabetes mellitus, patient smokes. Same patient as (B)(6).